Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on the evening of (B)(6) 2021. By the morning, she had developed hives again, on her arms, legs, back, and abdomen. She removed the sensor and the hives lessened. She suspected the hives were associated with the sensor wire. She consulted an allergist who started her on a new regime of strong antihistamines. At the time of the report, the patient was not wearing a sensor and although she continued to have hives, the prevalence across her body had decreased. No additional patient or event information is available.